Event description:
The end-user complained of a "zapping" from the tens unit. The clinic director did not know the exact terminology used by the patient (end-user). The user developed a burn/blisters at the electrode site - these burns/blisters took 6 weeks to heal (this further injury information was made available to (B)(4) brands on 6/16/2017; initial complaint to (B)(4) communicated 5/3/2017 - again, injury information regarding this event then made available 6/16/2017). The clinic did not isolate the device involved with this event, and were originally unsure of which device caused the "zapping." Dq7001 device with the serial number of (B)(4) was also a suspect device involved with this event - the device involved with this case, case# (B)(4), was returned to (B)(4) brands and evaluated on 6/20/2017. This device ((B)(4)) was tested to confirm the customer's complaint. This device was tested for product performance, and was not determined to fall within the manufacturer's specifications, as described in the product's user manual - this device failed testing. The device's channel 2 port was also loose within the plastic housing, not allowing acceptable connection between the port and the lead wire - this resulted in a poor/inconsistent connection. Again, the customer's complaint could be confirmed by an evaluation of the returned device from case# (B)(4).